Manufacturer narrative:
If information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
While holding staple drill guide on bone, surgeon placed drill into guide, started drilling and drill welded to drill guide.